Event description:
A report was received that the patient found the ipg placement uncomfortable because it was at her waistline. The patient underwent a revision procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient found the ipg placement uncomfortable. The patient underwent a revision procedure. The patient was doing well postoperatively.